Event description:
It was reported that while sealing the mesoappendix on a laparoscopic appendectomy. Two devices had inadequate or partial seal despite evidence of energy delivery, end tones being heard and no regrasp alert. The seal showed evidence of energy delivery but bled after cutting, resulting in an extended surgical time of 15 minutes. There were 10 or less good seal on 5 mm thick of tissue bundles and the 2-3 cleanings were performed. Another ligasure device used successfully with the same generator. Patient had 50 ml of bleeding and no blood transfusion necessary.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lxmj37l, maryland xp latch sealer/divider 37 cm (lot #: 31460046x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while sealing the mesoappendix on a laparoscopic appendectomy. Two devices had inadequate or partial seal despite evidence of energy delivery and end tones being heard. The seal showed evidence of energy delivery but bled after cutting, resulting in an extended surgical time of 15 minutes. Another device was used successfully with the same generator.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working and the seal was incomplete. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.